Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 error. Daughter is calling on behalf of the customer. Customer has been using the meter for two days and has been obtaining e-0, e-1 and e-2 errors. At the time of the call, the customer reported feeling dizzy. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 174 mg/dl using meter. The product storage was not disclosed. The test strip lot manufacturer's expiration date is 11/19/2020 and test strips were opened two days ago.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 error. Daughter is calling on behalf of the customer. Customer has been using the meter for two days and has been obtaining e-0, e-1 and e-2 errors. At the time of the call, the customer reported feeling dizzy. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 174 mg/dl using meter. The product storage was not disclosed. The test strip lot manufacturer's expiration date is 11/19/2020 and test strips were opened two days ago.